Event description:
Gastroscope sent out for repair due to cleaning brush stuck in scope. Scope returned from repair center. Scope reprocessed and inspected prior to returning to use. Scope used to complete egd procedure, unable to pass biopsy forceps through. Scope withdrawn and alternate scope used to complete procedure. When scope brushed out at sink, brush was dislodged. FDA safety report ID # (B)(4).